Event description:
During attempted implant, choice pt floppy wire became stuck in the 459888 attain performa lead and was unable to be removed. During process of physician attempting to remove the guide wire, the lead header pin appeared to be damaged from force of manipulation. (B)(4) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).